Event description:
Event description guidant received information that this implantable transvenous defibrillation lead measured a high out-of-range shock impedance. Invasive examination revealed that the distal shocking coil had broken off at the terminal pin, leaving the distal shocking coil abandoned withing the patient's vasculature.